Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin, and at the time of the reported event, the insulin gauge displayed 75 units. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.